Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results that one ec60 device was returned with no visual non-conformances and with the reload cartridge pan received in a sample bag. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device would not engage while trying to activate. Procedure completed with same/like device. There was no adverse consequence to the patient.